Event description:
It was reported that this pacemaker was undersensing atrial beats due to crosschamber blanking. Technical services (ts) was consulted and noted the device was operating as programmed. This pacemaker remains in service. No adverse patient effects were reported.